Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Since the device model was unknown, maj-209 was selected as a representative device.

Event description:
It was reported that during a bronchoscopy and bronchoalveolar lavage, the bronchoscope suction valve became stuck, resulting in the inability to aspirate phlegm effectively. This caused the patient's blood oxygen to drop to 40%-50%. The patient was administered high-flow oxygen therapy and the patient's oxygen level rose to 80-90%. Later that night and the next morning, the patient continued to have recurrent drops in blood oxygen, noticeable wheezing and cyanosis of the lips after treatment with high-flow oxygen therapy with no significant improvement, and was transferred to ICU for further treatment. Additional information was requested but was not available at the time of this report.